Manufacturer narrative:
(B)(4).

Event description:
It was reported that " iabp console exchanged by customer reporting he loss 2 alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical" please see associated MDR#3010532612-2025-00967.

Manufacturer narrative:
(B)(4). The reported complaint of "he loss 2 alarms" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that " iabp console exchanged by customer reporting he loss 2 alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical" please see associated MDR#: 3010532612-2025-00967.